Event description:
The doctor had difficulty inserting the iab into the patient on 9/5/97 at 12:30 p.m. The contact stated that the patient had a very tortuous femoral artery and aorta that allowed only for the sheath to be placed. The sheath and to make two right angle turns which did not allow the balloon catheter to be advanced even throught the sheath. Both groin sites were used unsuccessfully. On 9/25/97, datascope was notified that the iab was discarded and would not be returned for evaluation. (Event complications: none from the event - reported 9/15/97.) (Pt's current status: unk - rpt'd 9/15/97.)